Event description:
Reporter alleged blood glucose measured 37 mg/dl at 9:29 am back to back with a result of 77 mg/dl performed at 9:31 am. Customer stated not having any glucose symptoms at the time. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.